Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously received appropriate high voltage therapy for ventricular tachycardia event. The patient presented in clinic on (B)(6) 2018 for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited diagnostics anomaly, corruption of the electrogram file for the ventricular tachycardia event. No intervention was performed. The patient was stable throughout the event.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to correct the patient identifier.